Event description:
It was reported that the hub that meets the catheter appeared to have deep slit. No patient complications or injuries were reported.

Manufacturer narrative:
The device has not been returned for evaluation and at this time, customer is unsure if device will be returned for evaluation.